Event description:
It was reported that the patient experienced chest pain post-implant procedure. An interrogation attempt was made; however, telemetry could not be established with the pacemaker. Chest x-ray and a transesophageal echocardiogram (tee) reveled that the leadless pacemaker has dislodged into the base of the right atrial. While attempting to retrieve the device, its helix was sprung. The device was ultimately retrieved and a replacement device was attempted to be implanted, however, a suitable location was not found and the implant was aborted. The patient was stable.